Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The 90-95% stenosed, 24x3.5mm, de novo target lesion was located in the non-tortuous and mildly calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm maverick balloon. Next, a 3.0x24mm promus element stent delivery system (sds) was inserted however there was mild resistance advancing the sds in the 6f sheath and the stent dislodged. The stent was removed from the y-adapter by hand and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed that the stent was returned detached from the delivery device. The stent was damaged throughout. Investigation of the delivery device revealed that the balloon had stent impressions on it and pillowing indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. The midshaft was kinked and twisted from the port area to 30mm proximal to the port and a large kink 15mm proximal to the port. The tip was kinked 5mm proximal to the end of the tip. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The 90-95% stenosed, 24x3.5mm, de novo target lesion was located in the non-tortuous and mildly calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm maverick balloon. Next, a 3.0x24mm promus element stent delivery system (sds) was inserted however there was mild resistance advancing the sds in the 6f sheath and the stent dislodged. The stent was removed from the y-adapter by hand and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.